Event description:
It was reported that during the procedure the balloon ruptured. There were no clinical consequences were reported to the patient.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that there was large amount of blood on the device up to its hub, there was a hole (puncture) in the balloon. It was also observed that the device was kinked on several places along its proximal shaft, wrinkled along its proximal and middle shaft, and slightly compressed on its distal tip. During functional testing, the balloon could not be inflated and it was leaking due to a hole (puncture) in the balloon. Based on the investigation results and information available from the customer, it is likely that procedural factors contributed to the reported and observed damages limiting the performance of the balloon during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during the procedure the balloon ruptured. There were no clinical consequences were reported to the patient.